Manufacturer narrative:
Date of event is approximate.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for pelvic pain/other and gastrointestinal/pelvic floor. The patient reported that the implant had migrated. The battery had moved out of her buttocks and went up to her skin to a point where it was popping out. The patient noted the wires were fine. The device was implanted on (B)(6) 2014 and it reportedly moved a few months after implant. The patient had a revision surgery to move the implant back sometime in (B)(6) 2015. The patient stated the manufacturer representative was made aware of the event in (B)(6) 2015. The manufacturer representative later reported that she was not aware that the patient's implant had moved or was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.